Manufacturer narrative:
Physio-control has provided the customer with options for repair and also recommended replacing the power pcb assembly. Follow-up with the customer has not determined any outcome regarding repair or any resolution to the reported issue as it is not clear whether or not the customer has decided to repair the device. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.

Event description:
The customer reported that their device does not power on completely. There was no patient use associated with the reported failure.